Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 28-mar-2023 and obtained the following additional/updated information regarding the reported event: the system was inspected prior to use with no issue noted. The error occurred when the procedure had already completed 60-70 percent. The system error was resolved during the troubleshooting with the intuitive surgical inc. (Isi) technical support engineer (tse). The procedure was converted due to the patient¿s anatomy but not due to the system error. There was no intra-operative complication. The surgeon was unable to secure the operative field due to the location of the tumor and elected to convert the procedure. The patient did not experience post-operative complication.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 40067, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse confirmed a single non-recoverable error 40067, which was a rare communication error, in the logs. The issue was resolved with a system power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is considered a reportable event due to the following conclusion: the procedure was converted due to the patient¿s anatomy. The conversion could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer informed the technical support engineer (tse) that error 40067 occurred. The error was resolved by power cycling the system. The tse confirmed a single non-recoverable error 40067 in the logs. The tse explained that it was a rare communication error. No further action was needed. Additionally, the initial report indicated that the procedure was converted due to the patient¿s anatomy. No additional information was provided at this time. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.